Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected piston blocked messages or lockout/block anomalies noted during testing. Unexpected pump error alarmed during rewind due to severe corrosion on motor home switch. No cracks on unit or broken off pieces on unit. Insulin pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, peeling keypad overlay at left edge of overlay, missing end cap address label and slight corrosion on force sensor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump had an error broken case and that the piston was blocked. It was reported that the insulin pump indicated that it was ready for loading when it was already completely reassembled. The insulin pump was returned for analysis.